Event description:
It was reported that the customer had scratches on the screen of the insulin pump. Customer's blood glucose level was 141 mg/l. Customer stated that he wears the pump in different areas. Customer reported that it is hard to read the screen on the pump. Insulin pump will be replaced due to the physical and cosmetic damage on the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.